Event description:
Information received from the field notes that the patient came into the clinic with a heart rate in the 30's. The device could not be interrogated. Single magnet application did not observe any pacemaker behavior.